Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and treated with glucose/carbohydrate intake. The customer experienced a difference between sensor glucose and blood glucose values. The customer¿s blood glucose level was 48 mg/dl at the time of the incident. The event involved product(s) mmt-1880, mmt-7020lb, mmt-332a and mmt-378. Troubleshooting was declined by the customer. The sensor glucose value was 138 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the insulin pump was on auto mode at the time of the incident. No further patient complications were reported. It was unknown whether the customer will continue or discontinue the use of the device. No product return is required for mmt-1880, mmt-7020lb, mmt-332a and mmt-378.